Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter, and there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between four (4) peritoneal dialysis (pd) transfer sets and the titanium adapter which resulted in a leak. The connection issue was further described as a, ¿patient was wet due to the partial unscrewing of the miniset from the titanium fitting¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6) should additional relevant information become available, a supplemental report will be submitted.